Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. No product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage and/or patient related. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported there was a problem with coagulation resulting in bleeding intraoperatively. The reporter indicated that during a laparoscopic left colectomy the surgeon was attempting to mobilize the colon and seal the vessel and tissue of the omentum using a caiman instrument. The vessel to be sealed was dissected and fully visible. The instrument did not coagulate the tissue. The generator displayed "regrasp short" error message. Another caiman was obtained and the same issue occurred. Both issues occurred within the first few minutes of use. There was a reported 45 minute delay in surgery and the surgeon elected to replace the caiman instrument with a maryland ligature.